Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive. As it was stated, during the laparoscopic cholecystectomy surgery, the table was requested to make a downward movement, when the table movement was done by the override panel, the operating table unexpectedly tilted to the left side and collapsed onto the treating doctor's foot, resulting in fractures to the doctor's left foot big toe and bruises and ecchymosis on the second toe. The anesthetized patient was on the operating table, the patient remained safely restrained, and no harm or procedural delay occurred as a result. The surgical team used the override panel to correct the table's position. We decided to report the issue due to a serious injury of the user. The customer has been visited, the operating table was fully checked and no error, malfunction, or any physical damage was found. The service engineer also confirmed that the override function had been working correctly both before and after the incident. Based on the conducted investigation, according to the information provided by the technician - the table was parked on the level and secured with lock function, no object was under or near the table during the procedure, no collision object, no scratch or any marks for collision on the whole table. Moreover, the log files were reviewed, and no anomalies were found. According to the described scenario, technical documentation, and history review of a similar customer product complaint, we assume that the collision with the object under the table could have caused the described incident. Unfortunately, the issue cannot be confirmed as the user mentioned that the environment in the operating room was according to the manual. In the user manual, the user is warned that when setting down the or table, there is a risk of crushing and shearing to the feet or objects. Before putting down the or table, the user needs to be sure there are no objects located under the or table base. When lowering the or table, the user needs to keep a sufficient distance to the or table base. The user is also warned to park the mobile operating table on level ground and secure it with the [lock] function before each application and after each movement (ga 7200.01 rev. 03, pages 18, 19). With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. There was no malfunction of the table, it was considered that the getinge device met its specifications and did not fail. A review of the received customer product complaints revealed that the issues led to serious injuries of the users when this kind of event occurred. In summary, as a result of the performed root cause evaluation, it can be concluded that the root cause of the reported issue, namely the base of the table collapse during surgery, as well as the malfunction of the getinge device, could not be confirmed. We currently do not have any information that would warrant further action regarding device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d4 serial # fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive. As it was stated, during the laparoscopic cholecystectomy surgery, the operating table unexpectedly tilted to the left side and collapsed onto the treating doctor's foot, resulting in fractures to the doctor's left foot big toe and bruises and ecchymosis on the second toe. The surgical team used the override panel to correct the table's position, and the service engineer later confirmed that the override function had been working correctly both before and after the incident. We decided to report the issue due to a serious injury of the user. The customer has been visited, the operating table was fully checked and no error, malfunction, or any physical damage was found. Corrected b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive. As it was stated, during the laparoscopic cholecystectomy surgery, the table was requested to make a downward movement, when the table movement was done by the override panel, the operating table unexpectedly tilted to the left side and collapsed onto the treating doctor's foot, resulting in fractures to the doctor's left foot big toe and bruises and ecchymosis on the second toe. The anesthetized patient was on the operating table, the patient remained safely restrained, and no harm or procedural delay occurred as a result. The surgical team used the override panel to correct the table's position. We decided to report the issue due to a serious injury of the user. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive. As it was stated, during the laparoscopic cholecystectomy surgery, the table was requested to make a downward movement, when the table movement was done by the override panel, the operating table unexpectedly tilted to the left side and collapsed onto the treating doctor's foot, resulting in fractures to the doctor's left foot big toe and bruises and ecchymosis on the second toe. The anesthetized patient was on the operating table, the patient remained safely restrained, and no harm or procedural delay occurred as a result. The surgical team used the override panel to correct the table's position. We decided to report the issue due to a serious injury of the user.

Manufacturer narrative:
The purpose of this submission is to provide an additional information in e1 section. Event site address: (B)(6) hospital.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001b0 - meera EU without auto drive. As it was stated, during the laparoscopic cholecystectomy surgery, the operating table unexpectedly tilted to the left side and collapsed onto the treating doctor's foot, resulting in fractures to the doctor's left foot big toe and bruises and ecchymosis on the second toe. The surgical team used the override panel to correct the table's position, and the service engineer later confirmed that the override function had been working correctly both before and after the incident. We decided to report the issue due to a serious injury of the user. The customer has been visited, the operating table was fully checked and no error, malfunction, or any physical damage was found.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. E1 event site name: (B)(6). Event site telephone: (B)(6).